Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced in a procedure on (B)(6) 2024. There were no patient consequences.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with automatic mode switch (ams) that indicated left ventricular loss of capture. No changes were reported. There were no patient consequences.

Manufacturer narrative:
The reported event of capture and mode switch anomaly was confirmed upon review of the device data. However, the mode switch and intermittent capture anomalies were cause by external (non-device) related factors. The reported event of pacing anomaly could not be confirmed. The device behaved as expected and according to its programmed settings. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.